Manufacturer narrative:
Explanted date: device was not explanted. Occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed. The angio-seal was used and deployed, and the arterial bled immediately after. The user facility believes that the collagen never deployed or activated. The techs held pressure on the patient. The patient was stable and in good condition. The procedure outcome was great. Additional information was received on 19 jan 2022: the procedure performed was a right/left heart catheterization (lhc). The estimated blood loss was less than 250cc's. The facility did not see the anchor or collagen once the angio-seal was removed from the patient. There was no test ran to confirm that the anchor and collagen were not left in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - code 114 is based upon the evaluation of user facility information; code 213 is based upon the evaluation of the returned sample. One 6 fr angio-seal vip device was received for product analysis. The hemostasis sheath was returned mated with the carrier tube assembly along with guidewire j-straightener and header bag. No other components were returned for evaluation. The carrier tube assembly and sheath were returned mated. There was no sign of damage or deformation observed on the any of the components. The device sleeve was in full rear lock position with the color bands exposed. The end of the suture appeared to be cut with a sharp object. The suture was cut below the clear marker band. No other visual anomalies were noted. The device is consistent with proper deployment. Based on the evaluation performed, the exact root cause cannot be determined. The device was consistent with proper deployment and no issues were found that could have led to the alleged issue. Based on the available information, no conclusion can be drawn to the alleged issue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).